Event description:
It was reported that on (B)(6) 2026, a patient presneted with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The procedure was discontinued, the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, during a follow-up echocardiogram it was identified that the mr returned to grade 4. It appeared that the second mitraclip had slipped on the posterior leaflet. It could not be confirmed if the clip had a full single leaflet detachment or a partial leaflet detachment. A valve replacement was scheduled.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and bradycardia were unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported patient effects of bradycardia and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.